Event description:
It was reported by provider that he has the right wheel lock out as far as it would go and it engages further out than the previous one, causing the end user not to be able to use the wheel lock. Provider states no property damage or injury alleged, end user uses chair in a residential home. Provider states the end user still using the right wheel lock with the old wheel lock. No further information provided.